Event description:
Dr. (B)(6), requested a 2088tc active fixation lead. Me implanted that lead with some difficulty and had poor thresholds. Note placement difficulty due to patient anatomy after numerous attempts, he requested a passive lead, this was placed without difficulty and the thresholds were deemed normal (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).